Event description:
It was reported to philips that the system did not store all the images from the run. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment and completed successfully on the same system. The remote service engineer (rse) analysed the system log file and found malfunctions related to image processing. A field service engineer (fse) went onsite and confirmed the images were produced but not stored. The fse proceeded to replace the ippc. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable the codes have been updated based on the investigation's outcome.